Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's lead was repositioned on (B)(6) 2013 to improve the pt's coverage. Post-op, the pt was receiving adequate coverage on the right side, but was receiving coverage to a lesser degree on the left side. Regardless, the coverage on the left side is sufficient for the pt.